Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came in for her 2 month follow up. In situ measurements performed were indicative for an abnormal implant. Further medical intervention is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Additionally, the device explantation report form states that one electrode array migrated out of cochlea post-operatively. A full insertion of the new compressed electrode was not achieved at reimplantation surgery. This is a final report.

Event description:
The bilateral implanted recipient came in for the 2 month follow up. Hearing performance with the device was affected. The concerned device was a custom made device (cmd) with a split array due to the recipient's cochlear abnormalities. No trauma has been reported. The recipient was re-implanted with a compressed electrode.